Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2008. During the fu on (B)(6) 2016 it was displayed that the residual longevity of the battery was 1 year and 6 months, but anyway the nurse scheduled the next fu within about 10 months. In the last fu on (B)(6) 2016, it was displayed on the programmer a residual longevity of the battery of less than 3 months. Programmer was already upgraded with version 2.54 on september 21st 2016. The pacemaker was explanted (date unknown) and the device is not available, it was discarded. The nurse is concerned about this sudden battery discharge and is requesting an analysis of this case.

Event description:
The subject pacemaker was implanted on (B)(6) 2008. During the fu on (B)(6) 2016 it was displayed that the residual longevity of the battery was 1 year and 6 months, but anyway the nurse scheduled the next fu within about 10 months. In the last fu on (B)(6), 2016, it was displayed on the programmer a residual longevity of the battery of less than 3 months. Programmer was already upgraded with version 2.54 on (B)(6) 2016. The pacemaker was explanted (date unknown) and the device is not available, it was discarded. The nurse is concerned about this sudden battery discharge and is requesting an analysis of this case.